Manufacturer narrative:
H3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log file analysis. According to initial information, during an emergency procedure, the user reported that during an emergency procedure, no x-ray could be released, and the procedure was terminated by the user. It was reported that the large focus was defective. Warning messages were shown by the system. Unfortunately, the patient passed away the next morning. The investigation showed that when the large focus error occurred, x-ray release was stopped for three minutes. A remote service session started, and x-ray was released with the small focus. For the rest of day, the system released x-ray using the small focus. Therefore, it cannot be determined why the procedure was stopped. The x-ray tube is a wear and tear part. A focus failure is the typical cause for an x-ray tube to fail. The focus and filaments are the typical wear parts and are limiting the lifetime of the x-ray tube. After exchange of the x-ray tube the system worked as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. H11 corrected data: b1: product problem should have been checked in addition to adverse event on the initial report submitted on june 14, 2023. H11 corrected data: b1: product problem should have been checked in addition to adverse event on the initial report submitted on june 14, 2023.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that during an emergency procedure, no x-ray could be released, and the procedure was terminated by the user. (B)(6) 2023, siemens became aware that the patient passed away the following day. The relationship between the system failure and the patient death is unknown at this point in time. Siemens has requested additional information for this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.